Event description:
It was reported that bd 3ml precisionglide¿ safety-lok¿ syringe needle broke off in customers leg. This was discovered during use. The following information was provided by the initial reporter: material no. 309582 batch no. 3330168. It was reported that needles are breaking off into a customers leg. Received a call about an issue with product 309582. Syringe with hypodermic needle precisionglide¿ 3 ml 25 gauge 1-1/2 inch. Detachable needle without safety. She said the needles are breaking off in her leg which requires surgery to remove.

Manufacturer narrative:
H.6. Investigation summary: note: batch #3330168 (p/n 309582) expired in 2018. Seventy-one loose 25 gauge 1-1/2 inch needle were received. However, an investigation for this defect is not possible as no guarantees are made regarding product¿s efficacy or function past expiration date. No defects could be confirmed based on the fact the complaint batch was expired. No defects could be confirmed on the received samples because the batch expired in 2018. The batch #3330168 expired in 2018. Investigation, including DHR review, for this defect is not applicable as no guarantees are made regarding product¿s efficacy or function past expiration date. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd 3ml precisionglide¿ safety-lok¿ syringe needle broke off in customers leg. This was discovered during use. The following information was provided by the initial reporter: material no. 309582, batch no. 3330168. It was reported that needles are breaking off into a customers leg. Received a call about an issue with product 309582. Syringe with hypodermic needle precisionglide¿ 3 ml 25 gauge 1-1/2 inch detachable needle without safety. She said the needles are breaking off in her leg which requires surgery to remove.

Manufacturer narrative:
H.6. Investigation: no samples were received for evaluation. Note: batch #3330168 (p/n 309582) expired in 2018. Investigation for this defect is not possible as no guarantees are made regarding product¿s efficacy or function past expiration date. No defects were confirmed based on the fact that no samples were received and the complaint is for an expired product. H3 other text: see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 3ml precisionglide¿ safety-lok¿ syringe needle broke off in customers leg. This was discovered during use. The following information was provided by the initial reporter: material no. 309582, batch no. 3330168. It was reported that needles are breaking off into a customers leg. Received a call about an issue with product 309582. Syringe with hypodermic needle precisionglide¿ 3 ml 25 gauge 1-1/2 inch detachable needle without safety. She said the needles are breaking off in her leg which requires surgery to remove.